Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the pt's right eye (od) in 2008. The lens was explanted the following month, due to the lens having been implanted upside down. The lens was removed with no pt injury and was exchanged for another same type lens.

Manufacturer narrative:
Evaluation: results: a lens work order search was performed and no similar complaint was found.